Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the hygiene not being maintained. On an unreported date, the patient was hospitalized for the event and discharged a week later. The patient was treated with meropenem injections (1g, twice a day, intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event. The pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.